Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mesh failure, pain, infection, fistula, emotional harm, discomfort. Post-operative patient treatment included debridement, wound vac, revision surgery, removal of mesh, hernia repair with new mesh, medication.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mesh failure, pain, infection, fistula, emotional harm, discomfort, labs abnormal for h <(>&<)>h; wbc; creatinine, mrsa, fluid collection, abdominal pain, hernia recurrence, drainage, purulent-type drainage, abdominal tenderness, chronic wound infection, necrotic tissue, sinus tract, scarring, open wound, dehiscence abdominal wall, nausea, diarrhea, abscess, hypoalbuminemia, metabolic acidosis, acute renal failure, <(>&<)> dehydration. Post-operative patient treatment included debridement, wound vac, revision surgery, removal of mesh, hernia repair with new mesh, medication, CT scan, hospitalization, suture removal, pain control, use of jp drain, incision <(>&<)> debridement of necrotic <(>&<)> infected tissue, removal of scarred infected tissue, pain medication, closure of dehiscence/open abdominal wall, fascia debrided, evacuation of purulent fluid, IV antibiotics, <(>&<)> IV fluids.

Manufacturer narrative:
Additional info: a1, a4, a5b, b2, b5, b6, b7, d4 (unique identifier (UDI) #), d6b, h6 (patient codes, ime e2402: metabolic acidosis, labs abnormal for h<(>&<)>h; wbc; creatinine, sinus tract, hypoalbuminemia), <(>&<)> additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced mesh failure, pain, infection, fistula, emotional harm, discomfort. Post-operative patient treatment included revision surgery, removal of mesh, hernia repair with new mesh, medication.